Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 300 mg/dl after experiencing insulin cartridge leaks. The user replaced the cartridge, and bg returned to range. No medical intervention was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.